Manufacturer narrative:
A hologic field service engineer (fse) serviced the tomcat instrument, serial number (B)(6), and replaced the processing station module. The system is now operational. Hologic has not been informed of any adverse patient outcomes related to this event.

Event description:
On (B)(6) 2026, a customer from spain reported to hologic that a vial cap came loose during vortexing on the tomcat instrument, serial number (B)(6). This resulted in sample material splashing onto nearby samples, which can lead to cross-contamination between samples and contamination of the instrument. The customer confirmed that the affected samples were discarded. Hologic has not been informed of any adverse patient outcome related to this event.